Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Correction field: d4 - expiration date. The device was returned to olympus for inspection, and the reported failure blurry lens was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd (charged coupled device) objective lens was dirty. A root cause could not be identified. Based on the results of the investigation, the most probable cause blurry lens due to cause traced to component failure. However, for the 'ccd objective lens was dirty' failure, a definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope had blurry lens (image). The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.